Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The surgeon reports noticing z syndrome during a clinical exam on pt, two months post implant with a crystalens at50ao iol in the right eye. The pt reported decrease in visual acuity. The surgeon then explanted the crystalens iol four months post operation due to the iol was out of the bag and in the zonules. The crystalens iol was replaced with a monofocal lens which was placed in the sulcus. The operating room disposed of the iol, therefore, the iol is not available for eval. The pt's current prognosis and treatment is to be determined.